Manufacturer narrative:
The device involved in the event was evaluated and no issues were noted. The device history logs were reviewed and no additional issues were noted. Performance verification testing (pvt) was performed and no issues were noted. No additional information is available.

Event description:
It was reported that the plum device over infused the patient with an unknown medication. Settings for the device were not reported. There was a report of delay of therapy but no harm to the patient was reported. No additional information has been made available.